Manufacturer narrative:
The device has been returned. The investigation has not yet been completed. A supplemental report will be submitted with all additional relevant information.

Event description:
It was reported by the contact that the customer received a temperature alarm during the cartridge load sequence. The customer's blood glucose level was 200 mg/dl and the customer administered an injection of insulin. The customer will use lantis to manage diabetes.